Event description:
It was reported that intermittent t wave oversensing (twos) was observed in the right ventricular lead. It was further reported that the device data revealed an episode of twos detected by the device as ventricular fibrillation (vf) and treated with antitachycardia pacing (atp) therapy. The sensitivity was decreased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2008. (B)(4).